Manufacturer narrative:
(B)(4). Date sent: 5/28/2026. B3: only event month and year known: april 2026. D4: batch #unk. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested, and the following was obtained: did the damage occur right out of the packaging or in the operative field? Out of packaging was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? Unknown could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Primary packaging could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Unknown was sterility compromised as a result of the packaging damage? Yes the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the packing on the device was damaged before used on a patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.